Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. It is unknown if there was a delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. The event can be detected/prevented by following the following instructions for use: lf-dp operation manual describes how to detect for the suggested event in ¿chapter 3 preparation and inspection. Lf-dp reprocessing manual describes how to prevent for the suggested event in chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope experienced leakage from the insertion section. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign matter found in the tip of the forceps channel. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers allegation of leakage from the insertion section was confirmed. Due to a pinhole on the bending section cover (a-rubber), water tightness was lost. Additionally, residual liquid or foreign material came out of the channel tube from insufficient cleaning. The following findings were also identified, and are as follows: adhesive on the bending section cover had a chip, due to a dent on the channel tube, the channel cleaning brush could not insert smoothly, the connecting tube had a dent, due to damage on the angulation, the lever did not move smoothly, due to a dent on the channel tube, the channel cleaning brush could not be inserted smoothly, the eyepiece had a scratch, and the connecting tube had a dent. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.